Event description:
The customer reported that the system showed an overload fault error and they had to reboot to use the system again. No pt injury was reported.

Manufacturer narrative:
Result code: other - overload fault error message. The ge service rep replaced the high voltage tank then performed a full generator calibration. The system operates as intended.